Manufacturer narrative:
(B)(6). Exact date of post-operative pain and nonunion is unknown. This report is for six (6) unknown 4.5mm cortex screws. A partial part number of 214.8xx was provided. Details based upon the partial part family are as follows: 4.5mm cortex screw self-tapping (variety of lengths): hwc ¿ screw, fixation, bone. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant parts are not expected to be returned for evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial revision procedure was performed on (B)(6) 2015 due to reports of pain. X-ray images revealed a mid-shaft nonunion. During the revision, the surgeon utilized an osteotome to remove the tissue growth around the plate and pry the plate loose. It was then that the plate was discovered to be broken. It is unknown if the plate was broken prior to the procedure or if it broke during removal. On the pre-revision x-rays, the plate appears to be intact, but that cannot be definitively confirmed. All pieces of the broken plate, along with six (6) intact 4.5mm cortex screws and six (6) intact 5.0mm locking screws, were removed. The patient was then implanted with a synthes tibial nail. The procedure was successfully completed with no additional intervention, patient harm, or surgical delay. This report is for six (6) unknown 4.5mm cortex screws. (B)(4).